Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that button was hard to press. Blood glucose was unknown. Customer also reported that insulin pump rejected new batteries and battery life was shorter and received no delivery alarm and rewind was slower and louder. The insulin pump will not be returned for analysis.